Manufacturer narrative:
The manufacturer previously reported a patient alleged received burns to her face and neck from a house fire and expired at a later date. The device is not returning to the manufacturer for evaluaton.. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a patient received burns to her face and neck from a house fire and expired at a later date. It was reported that 2 everflo oxygen concentrators were in the house at the time of the fire. It is unknown which device was being used at the time of the event. The everflo oxygen concentrator serial number (B)(4) was reported on MDR 2518422-2021-01625. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.